Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion alarm earlier in the day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.